Manufacturer narrative:
An event regarding dislocation involving an unknown 55mm bipolar was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned; medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "two primary harms were identified: the first is recurrent instability of a bipolar endoprosthesis placed for fracture. Increased risk for instability following arthroplasty for fracture is a known entity. In this particular case the initial episode of dislocation was traumatic in nature following a fall. The second dislocation was atraumatic as he was rising from a chair. Other risk factors existed for this patient as well. He is an insulin dependent diabetic. Further, he had a history of multiple missed post dislocation office appointments bringing in to question his level of compliance. Implant positioning on his post operative xrays was reported to be normal. He likely had significant soft tissue laxity and imbalance following his fracture, index surgery and traumatic dislocation. There is nothing to indicate a defect in the implant or its manufacture. The second harm involves the inability to unthread the central locking screw in the constrained liner trial from the underlying acetabular shell. In light of the fact that the screw could be unthreaded once the surrounding portions of the liner were removed the most likely scenario for this problem is that the implant locking screw was cross threaded during its implantation. Although there was no direct harm to the patient the additional steps taken that were necessary to remove the liner caused some degree (not specified) of surgical delay. Unfortunately examination of the trial implant in question was not performed as it was not returned following the surgery." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the investigation concluded that primary harm is dislocation. The provided medical records were reviewed by a consulting clinician who indicated: "the recurrent instability of a bipolar endoprosthesis placed for fracture. Increased risk for instability following arthroplasty for fracture is a known entity. In this particular case the initial episode of dislocation was traumatic in nature following a fall. The second dislocation was atraumatic as he was rising from a chair. Other risk factors existed for this patient as well. He is an insulin dependent diabetic. Further, he had a history of multiple missed post dislocation office appointments bringing in to question his level of compliance. Implant positioning on his post operative xrays was reported to be normal. He likely had significant soft tissue laxity and imbalance following his fracture, index surgery and traumatic dislocation. There is nothing to indicate a defect in the implant or its manufacture." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon performed revision surgery due to dislocation and acetabular too shallow which had to be cut and new implant placed back. Constrained liner trial stuck in cup because would not unscrew from shell. Thread on the screw would not back out. Replaced liner. This is the left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Surgeon performed revision surgery due to dislocation and acetabular too shallow which had to be cut and new implant placed back. Constrained liner trial stuck in cup because would not unscrew from shell. Thread on the screw would not back out. Replaced liner.

Manufacturer narrative:
Additional patient information added.

Event description:
Surgeon performed revision surgery due to dislocation and acetabular too shallow which had to be cut and new implant placed back. Constrained liner trial stuck in cup because would not unscrew from shell. Thread on the screw would not back out. Replaced liner. This is the left hip.